Event description:
Left common femoral. Denovo lesion. Highly calcified; 6fr balkan sheath introduced contra lateral, 0.018 v18 wire advanced and parked in distal sfa. A 5.0x40 angiosculpt tracked with no issues to targeted area. Angiosculpt inflated slowly at a rate of 1-2 atm's/10 sec. Angiosculpt inflated to 8 atm's and held for approx 1 minute. Angiographically, angiosculpt appeared fully inflated with no issues. At this time pressure was noted to drop on the endoflator marker. Pressure was unable to be maintained indicating a potential angiosculpt leak. Angiosculpt was taken out of the pt. Wire exchanged for 0.014 whisper. A 5.0x40 submarine pta balloon was attempted to cross targeted lesion and would not cross targeted lesion and would not cross. A 4.0x20mm sterling pta balloon was inflated in targeted lesion followed by a 5.0x60mm sterling pta balloon to complete case. No adverse pt outcomes noted.

Manufacturer narrative:
Hospital declined to provide pt info. Physician had intended to use the angioscuplt as the primary therapy, but due to the balloon pinhole leak, physician had to rewire. Angiosculpt was returned for lab analysis. Visual eval confirmed presence of blood in the balloon. Functional testing confirmed a pinhole leak when pressurized to 10 atm. Pinhole in the balloon observed during surgery led to the removal of the catheter and re-wire. This resulted in prolongation of the case.